Event description:
It was reported the customer had cracks around their display window. The display was also worn with many scratches. No additional information provided.

Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, broken belt clip slot, broken reservoir tube lip. (B)(4).